Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent a revision procedure wherein the ipg was replaced and an additional lead was implanted for an unknown reason.

Event description:
A report was received that the patient underwent a revision procedure wherein the ipg was replaced and an additional lead was implanted for an unknown reason.

Manufacturer narrative:
Sc-1200 (sn: (B)(4)) device evaluation indicated that the device passed all tests performed and revealed no anomalies.

Event description:
A report was received that the patient underwent a revision procedure wherein the ipg was replaced and an additional lead was implanted for an unknown reason.